Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No ramping numbers or scroll bar moving with no input was noted. The pump was unable to test for battery complaint due to no button response. The pump had broken belt clip slot, case window display corner, and scratched lcd window and case.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with a manual shot. The customer stated that none of the buttons were working. The customer stated that the numbers were ramping on their own. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.